Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was rebooting when nurses attempted to access medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was rebooting when nurses attempt to access medication. A field service engineer found the communications cable between the auxiliary and the main showed fraying and possible breakage. So replaced that cable also inspected the drawer that held the medication and found no problem. Logged into the station and successfully tested access to every pocket in the drawer that had previously caused the station to reboot and no problem observed. Contacted the unit nurses and had them pull medications with no problems or failures again. The system functioned as intended after troubleshot by the field service engineer.